Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl at the time of incident. The customer¿s blood glucose value was 352 mg/dl. The customer did not experienced symptoms due to low blood glucose. It was unknown whether the customer was using auto mode or not. Customer had received critical pump error. The insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The display did not returned back. The insulin pump was exposed to pool water. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring=black. On june 21, 2022 customer called in with the following concern: customer called with critical pump error. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electrical board 1 and electrical board 2 not giving access to download. First attempt to download/upload using crest/thus software was unsuccessful. Successfully downloaded motor boot loader traces.device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error 44 triggered the critical pump error (open book image) alarm. Force sensor zero offset is within specification (22.8mv). The following were noted during visual inspection: cracked battery tube threads, cracked case(battery tube), missing display window cover, cracked keypad at select button and stained keypad overlay. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Unable to download history files and traces confirmed. Device exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.